Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a left upper extremity fistulogram with possible intervention procedure, the advance 35 lp low profile balloon catheter burst when it was inflated to burst pressure, 11 atmospheres (atm) over an 0.35 wire. Upon removing the complaint device over the wire, the balloon fractured. The patient did not retain any balloon fragments, as it was removed in it's entirety with the sheath. Manual pressure was held and vascular access was obtained again. The procedure continued with a new balloon device, wire and sheath. The procedure was completed successfully. According to the initial reporter, the patient did not require any additional procedures as a result of this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the catheter portion was separated into three pieces. Additionally, the proximal balloon section ruptured radially and longitudinally. The distal balloon section ruptured radially. 2.1 cm of accordion damage was observed on the middle segment of the device, and the middle segment and distal segment have wire guide through the lumen. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. (B)(4).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.